Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she was working in the yard and perspired prior to noticing the issue. She stated that later in the day, the insulin pump alarmed low battery, so she changed the battery, and now the insulin pump alarmed battery out limit, which she could not clear. She stated that the esc and act buttons did not work. The customer's blood glucose was 271 mg/dl. She confirmed that the time advanced on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.